Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on (B)(6) 2019. The returned device underwent evaluation. The investigational finding is documented below. [Conclusion]: the healthcare professional reported that during the procedure, the tip of the envoy da xb, 6f, 105cm (67125805db / e11907) was snapped. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. Investigation summary: the non-sterile envoy da xb, 6f, 105cm guiding catheter was received contained in a pouch. Visual inspection was performed on the defice. The body of the device was observed with several kinked areas. The brite tip was also kinked. There was no other damages noted on the device. The complaint documented a snapped tip on the envoy da xb, 6f, 105cm guiding catheter. Based on the visual inspection performed on the returned device, this issue was not confirmed. The brite tip was kinked but it was not broken or snapped into separate pieces. A review of manufacturing documentation associated with this lot (e11907) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The kinked condition observed on the brite tip of the device as well as the kinked areas on on the catheter body suggest that force was applied. The exact cause cannot be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. The name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (e11907) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the tip of the envoy da xb, 6f, 105cm (67125805db / e11907) was snapped. There was no report of any patient adverse event or complication.